Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2021, further described as "over a week ago" from the report of this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a peritoneal dialysis (pd) transfer set. This event occurred during use of the device for peritoneal dialysis therapy, when connecting and disconnecting from the patient line of the homechoice cassette. There was no allegation against the cassette. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter facility name: (B)(6) (previously submitted as (B)(6)). Correction made to e1: initial reporter address: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter state: (B)(6) (previously submitted as ni). Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.